Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what surgical procedure was performed? Open; what color setting was selected on the device and what was the sequence of the firings? Blue; what anatomical structures were the devices fired on? Colon transversum; were there any issues experienced with the device in the initial surgical procedure? No; was the device difficult to fire? No; how were the post-operative issues identified? Open staple line - complications post op; can more information be provided on what was meant by, ¿anastomosis did not last¿? Opened post op; were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Open staples; how were the post-operative issues addressed? Post op complications re op; does the surgeon believe the post-operative issues were related to an alleged; deficiency of the device or were there other contributing factors to include patient tissue condition? If so, why? What is the current status of the patient? Alive.

Event description:
It was reported that following an unknown procedure, postoperatively, it was found that the anastomosis did not last.